Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. Both photos show the exposed needle and the safety mechanism not activated. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the photos returned, the needle cap could have been disengaged prematurely from the cannula hub due to an assembly station misalignment at the needle cap assembly to cannula hub station or due to user application. As no sample, was returned, further investigation on the sample cannot be performed. Therefore, the root cause cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed to activate and left the needle exposed. The following information was provided by the initial reporter: "18g cannula was hard to remove from the sheath and when it was removed the protective safety device did not deploy leaving the needle exposed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed to activate and left the needle exposed. The following information was provided by the initial reporter: "18g cannula was hard to remove from the sheath and when it was removed the protective safety device did not deploy leaving the needle exposed."